Event description:
The customer was hospitalized for diabetic ketoacidosis. The customer changed her infusion set on the day prior to being hospitalized. After changing the infusion set, the customer experienced high blood glucose levels and was vomiting. The insulin pump gave her a no delivery alarm, but the customer continued to treat with the insulin pump, and she did not change the infusion set again. The customer refused to do any testing at the time of call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therfore, consider this report complete to the best of our knowledge.